Event description:
It was reported that post operatively, the right ventricular lead had high threshold and decreased sensing. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086 implantable pacing lead, 2013 (B)(6). (B)(4).